Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 customer alleged insulin pump has cosmetic damage(cracked lip ring). In addition, customer alleges insulin pump received pump error 25 alarm and insulin pump's battery life last less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked retainer, missing display window cover, cracked keypad overlay, keypad overlay texture damage, cracked battery tube threads, broken belt clip rails, and faded serial number label. Device's history and trace files downloaded successfully using thus software. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2021 at 1:00am. In addition, pump history files confirmed battery change occurred on (B)(6) 2021 at 11:02am and on (B)(6) 2021 at 12:40am due to low battery alerts. Therefore, battery change occurred in less than 1 week. The power management graph confirmed pump error 25 and low battery alert were triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours. In summary, customer allegation for cosmetic damage(cracked lip ring) was confirmed during visual inspection where cracked retainer ring was noted. In addition, customer allegation where pump received pump error 25 and insulin pump's battery life last less than 1 week was confirmed when pump error 25 and low battery alert were triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had cracked retainer ring and it came off. The customer stated that the reservoir does not lock in place. Customer stated that power error occurred but they were able to clear it. Customer stated that battery was not lasting for the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.